Event description:
It was reported that the customer was hospitalized due to high blood glucose. Prior to hospitalization, the customer reported vomiting and had ketones. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Analysis was performed on the insulin pump and it passed all functional tests including the seat, rewind, basic occlusion test, occlusion test, and the prime test. There was no history anomaly or daily total anomaly noted. There were no check settings alarm noted.